Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A medtronic representative reported via the interdepartmental helpline solutions tracker of high blood glucose readings from the insulin pump. The customer's had blood glucose readings of 400+ mg/dl. The customer is not currently using continuous glucose monitor. The customer had adjustments made and no longer had issues. The customer had a couple of occasions with the mio's getting kinked and one tubing was snagged and came out. The customer ran into issues for active insulin when doing adjustments on the fly.